Event description:
It was reported that the povidone iodine sponge came out of the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed; the minicap was received in an opened pouch with the sponge inside the foil pouch, but outside of the cap. The dimensional inspections of the sponge found the size of the sponge to be within specifications. The reported condition was verified during the evaluation of the sample. However, the cause could not be determined. This issue is being further investigated through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.